Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: investigation revealed an intact keypad. However, investigators were unable to test the keypad functionality due to internal moisture damage and moisture in the battery compartment. Upon removal of the keypad cover, no contamination was found under button contacts. Unrelated to the original complaint, a battery compartment leak was diagnosed through a crack on the side of pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture behind the display. In addition, the reporter stated that the contrast, ok, up and down buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.